Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09035, 2017865-2021-09037. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular and atrial leads had an increase in capture threshold. A chest x-ray was completed to reveal the leads were twisted and lost slack consistent with twiddlers, and the implantable cardioverter defibrillator had flipped in the pocket. Both leads were capped and replaced on (B)(6) 2021. The implantable cardioverter defibrillator was repositioned and attached to the new leads. The patient was stable.